Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) , implanted: (B)(6) 2025, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) ubd: 25-may-2025, UDI#: (B)(4). H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the collet was detached/missing from the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal b aclofen (unknown) 4000 mcg/ml at 709.1 mcg/daily via an implantable pump for unknown indication for use. It was reported that the 8784 was opened for the physician to replace the pump segment during a eos pump replacement. He discovered that the collet was damaged. The collet was not implanted and was being sent back to medtronic for analysis. A replacement collet (8785) was opened and implanted. This did not effect the patient or the procedure. They were able to use a back up product so there was no issue or symptoms. It was reported that the issue resolved with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.